Manufacturer narrative:
A review of the manufacturing documentation associated with this lot f1803203 presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported the mynxgrip vascular closure device 5f failed to deploy properly in right common femoral artery. During deployment process the shuttle was advanced and the sheath was withdrawn but the white advancer tube did not become visible. Sealant did not deploy into patient. Device was removed and the procedure was concluded using manual pressure for hemostasis. There was no patient injury reported and product will be returned for analysis.

Event description:
As reported the mynxgrip vascular closure device (vcd) 5f failed to deploy properly in right common femoral artery. During deployment process, the shuttle was advanced and the sheath was withdrawn but the white advancer tube did not become visible. Sealant did not deploy into patient. Device was removed and the procedure was concluded using manual pressure for hemostasis. There was no patient injury reported. The mynx vcd was used in an interventional peripheral and a retrograde approach was used. The deployer was mynx certified. Sheath introducer manufacturer used was a competitor¿s 5f sheath. Femoral artery¿s suitability was verified on venography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type is arterial. Hemostasis was achieved by manual compression. Duration on manual compression was less than 30 minutes. Hospitalization was extended for several hours longer than anticipated. The patient recovered after the mynx event. The user shuttled down completely. There was no significant resistance when shuttling down. There was no unusual force applied when retracting the sheath. The advancer tube was not visible.

Manufacturer narrative:
As reported the mynxgrip vascular closure device (vcd) 5f failed to deploy properly in right common femoral artery. During deployment process, the shuttle was advanced and the sheath was withdrawn but the white advancer tube did not become visible. Sealant did not deploy into patient. Device was removed and the procedure was concluded using manual pressure for hemostasis. There was no patient injury reported. The mynx vcd was used in an interventional peripheral and a retrograde approach was used. The deployer was mynx certified. Sheath introducer manufacturer used was a competitor¿s 5f sheath. Femoral artery¿s suitability was verified on venography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type is arterial. Hemostasis was achieved by manual compression. Duration on manual compression was less than 30 minutes. Hospitalization was extended for several hours longer than anticipated. The patient recovered after the mynx event. The user shuttled down completely. There was no significant resistance when shuttling down. There was no unusual force applied when retracting the sheath. The advancer tube was not visible. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was disengaged from the black handle. The procedural sheath and sealant sleeve were observed fully retracted to the shuttle handle. The sealant was separated from the device as received. The advancer tube was found inside of the shuttle cartridge tubing. The catheter, shuttle cartridge and procedural sheath were inspected for anomalies that may have obstructed the device path during deployment. The shuttle tube was torn from side slit. However, it is unknown whether the damage on the shuttle tube was due to user manipulation or subsequent handling. The condition of the returned device indicates an incomplete engagement of the advancer tube during the procedure. Visual inspection at high magnification observed the shuttle tube was torn from side slit. Shuttle down step was simulated and the advancer tube was properly engaged to the proximal tamp lock as intended. No anomalies were observed. A device history record (DHR) review of lot f1803203 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported as ¿sealant failure to deploy - advancer tube¿ was confirmed due to the condition in which the unit was received for analysis (returned with advancer tube present). However, the exact cause could not be conclusively determined. Based on the information provided, the condition of the returned device and the investigation performed, the reported event may have been caused by an incomplete engagement of the advancer tube during the procedure. According to the instructions for use IFU), which is not intended as a mitigation, ¿detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. However, it cannot be conclusively determined why the shuttle down step could not be completed. The returned device performed as intended per the mynxgrip IFU. Neither the DHR review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.